Manufacturer narrative:
One device was returned in good condition for analysis of complaint that device had downstream occlusion (dso) pressure alarm when within specs. Functional testing was performed and the device passed pressure test within specification. Probable cause of complaint was undetermined. No repair activities were performed.

Event description:
It was reported that the device had downstream occlusion (dso) pressure alarm at around 12.6 psi within specs. No patient harm was reported.